Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD, implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient suffered cardiac arrest and advanced life support was applied to the patient prior to the remote transmission. The transmission showed suspected loss of atrial capture. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.